Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain and discomfort are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced penile pain and discomfort with an inflatable penile prosthesis (ipp). A computerized tomography (CT) scan was performed prior to a revision surgery in which the cylinders and pump were removed and replaced. Upon explant, it was noticed that the left cylinder had a hole and the top layer had pealed back. There were no further patient complications.